Event description:
It was reported that the keypad came off and now the buttons no longer work. The patient attempted to glue the keypad back on but the buttons still do not work. The pump reportedly has not been exposed to moisture.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad was peeling, the pump does not respond to the up arrow and ok buttons, and there was found glue found under the keypad, which was interfering with the button presses.